Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, when the disposable was inserted into the patient, the device was unable to activate the disposable. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.